Event description:
During a ventricular tachycardia procedure, an atrioventricular block occurred. Radiofrequency ablation was applied to the apex of the left ventricle. The patient had an ICD with one of the leads in the right ventricle. During the radiofrequency shot, the patient showed atrioventricular block that disturbed the ICD. Rf was stopped which allowed the patient to return to a normal rhythm and the procedure was stopped with no consequences.

Manufacturer narrative:
Additional information: g3, h2, h3. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined